Event description:
It was reported to kendall on 6/26/01 that in 2000 an lpn had given an im shot with a 3cc monoject safety syringe. After giving the shot, the nurse attemped to pull the plastic safety shield, which prevents the used needle from being accessible, down. As the nurse slid the safety shield down, the shield pulled off, causing the used needle to stick them in the left index finger.